Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected. They reported that they received three alarms. The customer's blood glucose level during the incident was 170 mg/dl. Troubleshooting was performed. It was also reported that sometimes the middle and arrow buttons would not respond. The button issue was resolved with a change of battery. Additionally, it was also reported that the device had been dropped. The device did not show any signs of damage. The insulin pump did not pass the self-test. The alarm history was reviewed and they found a hardware low level failure. Another self-test was performed but the insulin pump failed again and alarmed a hardware low level failure. They were advised to discontinue use of the device and revert to a back-up plan. A request for a replacement was sent. The device will not return for analysis.